Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The device has not yet been received for analysis; therefore, a failure analysis is not available. Upon receipt of the device and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are not able at this time to determine the relationship between this device and the cause of the event.

Event description:
The complainant reported that a segura hemisphere stone retrieval basket was found to be "broken" (date of event unk). There was no indication from the complainant of how the device was broken or if there was any patient involvement in the event. Attempts have been made to obtain additional event and patient information. All attempts have been unsuccessful.